Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 214 mg/dl. Customer manually pushed the plunger and stated that the insulin did exit the tubing. Customer ran a manual prime and the pump did not alarm no delivery. Pump was working as designed. Customer was successful with priming without a no delivery alarm. No further assistance needed.